Manufacturer narrative:
This report is being submitted as follow up no. 1. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned. The returned device was subjected to visual analysis where a blood like substance was found on the returned device. The collagen was returned separated from the suture in the carrier tube assembly could be seen at the distal tip of the tamping tube. The compaction tube was exposed to the distal compaction marker. The collagen did not appear over tamped. No anchor was present. The hemostatic sheath was mated with the deployment sleeve, which was in the rear lock position with the color bands exposed. The button was partially hard. Microscopy was used to examine the collagen and the severed point of the suture. The collagen did not appear over tamped. The suture within the collagen appeared blunt. There were no tears noted in the collagen under microscopy. The suture at the severed point appeared blunt as well. The complaint could be confirmed for collagen outside of skin as the collagen that was returned and outside of the patient's tissue tract. The suture appeared blunt which is consistent with being exposed to a sharp edge such as a scalpel. The IFU provides guidance with how to proceed with the inherent risk of the procedure. IFU states: "collagen may protrude from the skin after compaction has been completed. Attempt to push the collagen under the skin using the compaction tube or a sterile hemostat. Do not apply vigorous compaction as this may result in anchor fracture. Do not cut off the excess collagen as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised". There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. The same user facility reported similar events from the same product code/ lot number combination. See MDR 2243441-2017-00194.

Event description:
The user facility difficulties with the involved angio-seal evolution. The following information was provided by the user facility: during a placement of the material, the cop of the sponge did not open well. They could not push it without force, and the position of the sponge was not below the skin. The patient was not thin, he was well muscular, and there was a lot of subcutaneous tissue between the skin and artery. There was no harm to the patient. Additional information was received on october 25, 2017. The procedure outcome was great. The description: "cop of the sponge should" say: "top of the collagen". Hemostasis was achieved by manually. There were no other devices or equipment being used with the reported product.